Manufacturer narrative:
The reported event was confirmed during functional testing of the returned icy catheter (lot # 74927). Visual inspection of the catheter upon receipt found no physical damage. The distal lumen could not flush, whereas medial and proximal lumen flushed. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bond leak was observed on the distal balloon. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for information related to the reported complaint and ccr (B)(4) was reported for the icy catheter with lot # 74927 on (B)(6) 2018 for bond leak on the distal balloon.

Event description:
At an unspecified time during ivtm therapy, the thermogard console displayed an airtrap alarm and a check saline alarm. The user observed that the saline bag was empty. Upon further inspection no sign of leak on the suk, or on the patient bedside was reported. Catheter leak was suspected. Following this, the user discontinued ivtm therapy and removed the catheter. No known impact or patient consequence was reported. No further information provided. MFR 3010617000-2018-00654 for thermogard console.